Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the foot plate was broken and there was a cut in the cord. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the foot control device had a broken foot plate. There were no delays to the surgical procedure as the surgery was continued with the same device without any incident. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.